Event description:
Leakage from catheter present upon flushin to white lumen. Red lumen resolved leakage. Appears to have cracked groshong catheter. Between insertion and exit sites. Referred to surgery for removal of catheter. Surgeon did not remove catheter. Told to use it.